Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring, it was explanted and replaced. The failure mechanism was not provided. No other adverse patient effects were reported.

Event description:
Additional information was received indicating that immediately following implant of this annuloplasty ring, it was explanted and re placed with a bioprosthetic valve. There was no allegation against the ring's performance, but rather the patient's native valve failed. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.